Manufacturer narrative:
Additional information: d9, g3, h3, h6, -complaint allegation is confirmed. -upon visual inspection, the screw had nicks around the hex edges, and the head's threads were damaged on the low profile locking screw¿, ss, 3.5 x 16 mm. The single-use device was used/removed and returned for investigation due to the broken plate. -dimensional inspection was conducted in accordance with drawing c21552-05, and all measured values were found to be within specified tolerances. (Refer to dimension results for details.) -functional testing was not performed due to the damage to the device. Per surgical technique, clavicle plate and screw system plate selection select the appropriate clavicle plate to match the patient¿s anatomy. Aluminum clavicle plate sizing templates may be used to help determine the appropriate implant. The plates are precontoured to reduce the need to bend. If contouring the plate is necessary, use the appropriate plate benders. Do not bend the plate near the locking holes, as this may distort the threads and inhibit proper screw insertion. Repeated bending of the plate at the same location or by creating excessive acute angles may potentially lead to plate fatigue, failure, and/or breakage in situ. Dfu-0125-eo e. Warnings - 7. Preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the device, are important considerations in the successful utilization of this device. The appropriate arthrex delivery system is required for proper implantation of the device. The most likely cause of the reported failure can be attributed to user error of the device due to improper surgical technique and applying excessive mechanical forces, misaligned insertion, and/or during insertion/removal process of the device

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a clavicle fracture surgery the plate broke in the middle during fastening. The broken parts were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.